Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for aa5341n32 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the patient's mother that her son, who has a chronic kidney disease, had a gastrojejunostomy (gj) tube placed and then afterward experienced retching, bleeding into the drain bag, groaning, gagging up clots, and burning skin on the neck from the acid. The hospital performed an xray and confirmed that the feeding tube was placed properly and told the mother the symptoms were due to the patient's severe reflux. Because of the child's reaction, however, the tube was removed and replaced with a mic key button and all symptoms have resolved. No further information has been provided at this time.

Manufacturer narrative:
Visual examination of the sample revealed it to be in good condition. The molded head did not exhibit any flash, rough edges, or other visible defect. The gastric skives and jejunal skives were intact, with no tears. The internal septum was intact, without crossed lumen communication. The balloon was filled with 5cc of water, and was asymmetric in appearance. No failure was detected. The reported event could not be confirmed. Therefore, no root cause could be determined. All information reasonably known as of 19 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).